Event description:
It was reported that the pt experienced intermittent stim and underwent a device replacement. At the time of this report no programming data was available. Existing leads were tested for impedances, found to be within normal limits, and not replaced. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Final device analysis of the matrix receiver revealed a receiver output anomaly which included hybrid can/pin corrosion. During the analysis it was revealed that the adhesive bead cut was breached and that multiple conductors/wires were cut. Breached depressions in the insulation of a conductor were observed as was a breached cut in the insulation of an extension. The lab functional test indicated that there was good output, except when the rate was dropped below 50 pps at which time the output dropped as the rate dropped until the device shut off before reaching the minimum rate. The amplitude also decreased significantly when the pulse width was reduced to the minimum setting.